Manufacturer narrative:
(B)(4) . This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The patient was hospitalized on the same day as onset of the event and was treated with injection amikacin (125mg, frequency and route not reported) and injection fortum (1.5 gram, frequency and route not reported). At the time of this report, the patient was recovering. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.